Event description:
It was reported that when the patient presented to the clinic, an alert for high voltage (hv) lead impedance greater than the upper limit was observed. The patient notifier was first delivered on (B)(6) 2023, and there have been 4 out-of-range alerts since then. No intervention was performed. There were no adverse health consequences to the patient.